Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  added g5, h6. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient underwent a first-stage left knee revision due to infection, tibial tray loosening at the cement to implant interface, discomfort, stiffness, swelling, scarring, synovitis, and cyst. The surgeon placed a nonbiodegradable cement antibiotic delivery device. Two depuy cement products were used during the primary operation. The surgeon reported no intra-operative complications. On (B)(6) 2018, the patient underwent a second-stage left knee revision to remove antibiotic components and placement of definitive products. The surgeon noted the infection was resolved. The surgeon reported no intra-operative complications. Doi: (B)(6) 2017. Dor: unknown, (left).

Manufacturer narrative:
Product complaint # (B)(4). Device history lot ==> device history reviewed 10 february 2020. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 july 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.